Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave nav catheter was selected and set up for use. Before insertion into the patient, a heparinized saline infusion line was connected to the catheter's side port. Once the infusion began, fluid was observed leaking from the side port connection. Increasing the infusion rate made the leakage more apparent, with fluid visibly spurting from the port. After stopping the infusion, a crack was identified on the surface of the catheter's side port. No air was introduced, as the catheter had not yet been inserted into the sheath or the patient. The catheter was replaced with another farawave device, and the procedure proceeded without further issues. The patient experienced no complications and recovered fully.